Manufacturer narrative:
B4 (date of this report) in the initial report should have been june 11, 2021. This report is submitted on aug 13, 2021.

Manufacturer narrative:
This report is submitted on jun 29, 2021.

Event description:
Per the clinic, the surgeon experienced poor hearing function. The device was explanted (date unknown). There are no plans to re-implant the patient.